Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30720601l and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)) underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was diagnosed via ultrasound after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing about 250cc. The patient was stable at the time of the call and was transferred to ICU for observation. The adverse event was discovered post use of product after finishing the procedure but while patient was on the table. The physician thinks the adverse event may have happened while ablating a particularly difficult to reach area around the right superior pulmonary vein. The patient has fully recovered. The patient stayed in hospital for two days for monitoring and removal of drain. There were no relevant tests, labs, or patient history. A stockert gmbh, smartablate system generator was used (ref (B)(4), serial number (B)(4)). A transeptal was performed using a baylis nrg needle. Pulmonary vein isolation (pvi) was performed in the left atrium and a cavotricuspid ishmus (cti) line done on the right before noticing the cardiac tamponade. There was no evidence of steam pop. Event was noticed after ablation was finished. An stsf was used and appropriate flow rates were used during the procedure. Correct catheter setting was selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3sec, 3g, 25% and 2mm tag size. Respiration additional filter was used with the visitag and tag index color option was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.